Event description:
During baxter's functionality testing, it was found that a spectrum pump experienced a 'false upstream occlusion' alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). During baxter's eval, the 'false upstream occlusion' alarm was confirmed. Further eval was unable to reproduce the false occlusion alarms. The device was recalibrated to ensure prevention of these alarms.